Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician in-training in the use of the starclose device, attempted arteriotomy closure of the right common femoral artery rcfa, after an interventional procedure. Reportedly, before starting the closure procedure the patient had developed a large expanding hematoma at the access site. The closure steps were uneventful, but hemostasis was not achieved. An angiogram was performed revealing an occlusion in the rcfa caused by the hematoma. At that point the physician decided to surgically repair the hematoma and occlusion with a graft to the rcfa. It was not specified when the patient was discharged from the hospital. Though requested, no additional information was available.